Event description:
The patient contacted customer service alleging erratic readings on the lifescan meter. The patient received a 56 and a 171mg/dl result. Reading were done less than 10 minutes from one another. The patient felt "yucky" at the time of testing. The patient visited the physician, however, there is no information on how soon after testing, the patient visited the physician. The patient was tested on two non-lifescan meters and received a 320 mg/dl and a 352 mg/dl and was treated with insulin. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strips passed using the control solution. Altough the patient was treated with insulin, the absence of not knowing when the patient visited the physician does not allow medical affairs to determine whether the event meets the criteria for an adverse event. Between the two readings of 56 and 171 mg/dl there was no intervention that would be expected to change the blood glucose.